Event description:
It was reported that the screen of the programmer was cracked and was no longer responding to the stylus touch pen. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the screen of the programmer was cracked and not responding to the stylus pen. The overlay bezel assembly was replaced and the stylus was calibrated. Product ID 2067l radiofrequency head; product ID (B)(4)7 analyzer.